Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection 2 grams stat intraperitoneally, repeat every third day (duration not reported), ceftazidime 2 grams daily up to fourteenth day intraperitoneally, and heparin 2 milliliters (international units not reported) per every exchange (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. On an unreported date, the peritoneal dialysis fluid was clear and the patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.